Manufacturer narrative:
H10: the device was received for evaluation. Unaided eye visual inspection was done which observed a small tear at the middle right side/edge of the eva bag. Functional testing was done which revealed a leak at the middle right side edge of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The event was discovered during compounding. There was no patient involvement. No additional information is available.